Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on (B)(6) 2017 via lp-shunt (initial setting is unknown). Disorientation disorder was appeared on (B)(6) 2017, and the surgeon checked the condition of the patient¿s ventricular under x-ray, and then changed the valve setting from 2 to 1 to improve the underdrainage. An additional valve was implanted to the patient to improve the underdrainage via vp-shunt on (B)(6) 2017 with certas valve (part#: 82-8802) with the setting 5. After the vp-shunt implantation surgery, the surgeon checked the lp-shunt, however, the surgeon found that the lumber catheter was detached at the connector part of the valve. The lp-shunt system (valve and catheter) was removed at the same day of the vp shunt implant surgery. The surgeon checked that there was no blood inside of the valve, and could see the fluid flow when inserting physiological saline from the proximal side and pumped the valve. Also, the surgeon confirmed csf flow from lumber catheter. The patient is (B)(6), female, initial is (B)(6), and primary disease is sah. The surgeon requested us to investigate whether or not the pressure setting was properly working. No further information was provided by the hospital.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed, no occlusion was noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed and the valve was pressure tested. The valve passed the test. Review of the history device records for the valve product code 82-8804, was not possible as the lot number was unknown. Based on our investigation, the reported issue could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.